Event description:
It was reported that, "pt was revised due to dislocation. As a result of the dislocation, it was discovered going in situ that the tissue surrounding the acetabulum and femoral component was necrotic. When the head was disassociated from the trunion burmishing and metal corrosion were discovered inside of the 36 v40 head. Dr w declared the capsole was virtually eliminated due to metal iron release."

Manufacturer narrative:
This is the same event as: 9616680-2012-00479 and 2249697-2012-00830. An evaluation of the devices cannot be performed as the devices were retained by the surgeon and were not returned to the manufacturer. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.